Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified, and procedural outcome are unknown. The customer cancelled the quotation and service. Fse requested cancellation as the user resolved the issue themselves. The complaint was reviewed, and no harm was found. The customer cancelled the service and no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform angulation. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.